Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to a defective drawer. A field service engineer replaced the half-height drawer, reinstalled the pockets into the new drawer, performed a firmware upgrade, and configured the system in es to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the pyxis medstation 4000 system had drawer failure.the customer reported that there was a delay in dispensing the medication.there were no adverse events or injuries reported based on this event.